Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software intermittently delivered more insulin than needed after a food bolus was delivered. There was no adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support.